Manufacturer narrative:
Product ID: 388928, lot# 0208999082, implanted: (B)(6) 2015, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) identified a punch out hole in the setscrew grommet. Testing of the programmable features and output ranges determined that the ins was functioning normally. Analysis of the lead found the lead was not fully seated in the ins connector port. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0208999082, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced post-implant pain at the implantable neurostimulator (ins) site, severe tenderness and inflammation that extended up their side. Additionally, the patient experienced a return of bowel symptoms. The patient¿s ins site was inspected to determine whether the device was positioned correctly; it was confirmed the ins was not sitting over the sacrum or bone and was in the correct position. Impedance testing was performed and found impedances of >4000 ohms for all electrode pairs that included electrodes #2 and #3. The patient was reprogrammed to avoid the problem electrodes; however, the cause of the high impedances was unknown as of (B)(6) 2019. The issue remained unresolved at the time of report and the patient had experienced ¿no change¿ as of (B)(6) 2019. There were no external factors reported to have led or contributed to the issue. It was noted that device removal was scheduled for (B)(6) 2019. There were no further complications reported or anticipated.